Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that when a nurse walked into the room, she noticed that the spo2 rate was (B)(4). There was no red desat alarm, only yellow. The spo2 low level alarm setting was set at (B)(4). The nurse was able to provide treatment to the patient. This event is labeled as serious injury, as medical intervention was provided to resaturate the patient.

Manufacturer narrative:
The customer stated that he has checked on a different monitor and has set up the low level alarm and when it drops below 93%, the monitor does not alarm. The customer was advised that a clinical specialist will get in touch with them to go over some clinical settings. A field service engineer was onsite to verify the operation of the device. He was able to simulate spo2 low, high and desat limits. The audible and visual alarms were verified to be working as specified. The clinical specialist had visited the site and educated the customers on the different alarm behaviors. No further issues have been called in from that unit. A device malfunction is not indicated, and therefore, no parts were replaced. The product remains at the customer site. There was no device malfunction indicated. The audit logs for the time in question were not available for evaluation, hence, proving which alarms occurred was not possible, however the customer acknowledged that a yellow alarm was provided. Specific criteria are required to be met in order for a red desat alarm to be provided including meeting the criteria for the configured delay time. There is not enough information to conclude that the device was not a factor in the incident.